Event description:
It was reported that primary tubing sets had a large bubble form inside of it. The following information was provided by the initial reporter: it was reported that, a large bubble formed in the tubing during infusion. We have had multiple occurrences of a large bubble forming underneath the blue portion of the ¿blue hood¿ that sits in the channel. Per the safe report filed- magnesium was infusing and the pump developed an error message indicating ¿occluded patient side¿. The line was flushed and blood pulled back from the patient¿s line- no evidence of occlusion noted. The pump was restarted and then again developed the ¿occluded patient side¿ error message after infusing. When opening the door of the channel the tubing inside had a large pressure bubble underneath the blue plastic guide piece. This has happened multiple times (3-4 reported to my knowledge on my unit). On another occurrence the pump was noted to still be infusing and the bubble was noted when taking down the tubing at the end of the infusion.

Manufacturer narrative:
One photo but no physical sample was received by our quality team for evaluation. Upon visual inspection, it was observed that there was ballooning in the line. However, the root cause of this incident could not be determined due to no sample being returned. Device history record review could not be performed because a model or lot number was not provided by the customer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown device manufacture date: unknown investigation summary: one photo but no physical sample was received by our quality team for evaluation. Upon visual inspection, it was observed that there was ballooning in the line. Device history record review could not be performed because a model or lot number was not provided by the customer. Root cause analysis: however, the root cause of this incident could not be determined due to no sample being returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that primary tubing sets had a large bubble form inside of it. The following information was provided by the initial reporter: it was reported that, a large bubble formed in the tubing during infusion. We have had multiple occurrences of a large bubble forming underneath the blue portion of the ¿blue hood¿ that sits in the channel. Per the safe report filed- magnesium was infusing and the pump developed an error message indicating ¿occluded patient side¿. The line was flushed and blood pulled back from the patient¿s line- no evidence of occlusion noted. The pump was restarted and then again developed the ¿occluded patient side¿ error message after infusing. When opening the door of the channel the tubing inside had a large pressure bubble underneath the blue plastic guide piece. This has happened multiple times (3-4 reported to my knowledge on my unit). On another occurrence the pump was noted to still be infusing and the bubble was noted when taking down the tubing at the end of the infusion.